Event description:
During intra-op endoscopy, surgeon placed radial jaw biopsy forcep into lumen of gastroscope to obtain a specimen. Surgeon was successful in obtaining biopsy, but the biopsy forcep ended getting stuck inside of the gastroscope. Scope will be sent to olympus for evaluation.